Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm prograsp forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken proximal clevis at the main tube. The broken pieces measuring roughly 1.8365" x 0.3265" in sizes were not returned. Additional observation: the main tube was broken at approximately 1.7260" from the distal tip. The main tube had missing fragments; however, exact size of the missing pieces cannot be confirmed. Additionally, the instrument was found to have a broken pitch cable and grip cable at the main tube. The probable root cause of broken proximal clevis is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of broken cables (pitch and grip) is attributed to a broken main tube and a dislodged proximal clevis.